Event description:
A physician reported that a female pt experienced a corneal ulcer in the right eye while using renu with moistureloc multi-purpose solution. An isolate was obtained which was "not (negative culture) fungal appearance". The physician stated that "at present [the pt] on treatment" with natamycin. The physician also stated that the pt was first seen by another practitioner who prescribed tobradex and an ophthalmologist who prescribed vigomox q1/2hr and tobradex q2hr.